Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display and failed battery alarms. The customer blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. Customer stated that they having issues with battery, if they put the battery in too tightly insulin pump did not turn on so they had to find this perfect spot to get it to turn on and sometimes they would look in pocket and the screen was being turned off and sometimes they get a battery fail test. The device will not be returned for analysis.